Manufacturer narrative:
Based on the current information provided, the cause of the adverse patient outcome cannot be determined. The physician reported that the cardiac event was not ion related, but instead likely related to intubation and anesthesia. A system log review could not be performed because the system logs were not available. A review of the event information was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and provided the following conclusion: a 65-year-old female underwent an ion endoluminal biopsy. The biopsy was completed without issue. During emergence from anesthesia bradycardia was noted treated with epinephrine, atropine and one round of cardiopulmonary resuscitation. Return of spontaneous circulation was achieved in 2 minutes. The patient was hospitalized in stable condition. It was determined cardiac catheterization was not needed. Bronchoscopy and biopsy are minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely due to the procedure under general anesthesia in the setting of known atrial fibrillation and not associated with ion system, instruments, or accessories. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a vasovagal event upon weaning off of anesthesia. The procedure was completed as planned with no alarms or device issues and no delays. The patient was reported to be very stable throughout the procedure and there were no reported issues. After the procedure, the patient was weaned off anesthesia when the vasovagal event occurred; the patient had bradycardia. The patient was given epinephrine and atropine, and a round of cardiopulmonary resuscitation was performed. Return of spontaneous circulation was achieved in 2 minutes. The patient did not require cardiac catheterization. The physician believed that the cardiac event was not ion related, but instead likely related to intubation and anesthesia. The patient required hospital admission. The patient remains hospitalized due to other issues unrelated to the procedure. The patient was reported to currently be in stable condition.